Manufacturer narrative:
Summary of investigation: without batch number, we cannot check the information regarding product stock or batch manufacturing records. One open sample received, without packaging, only a thread and a detached needle. Checking the detached needle of the used sample received we have noticed that there are marks of a needle holder/surgical instrument in the needle attachment zone and in the thread. The needle and the thread have been damaged during handling of the suture and the needle detachment from the thread is caused by this wrong handling. Needles must be held with needle holders in the central 2/3 of the needle, as indicated in the instructions for use of the product. Batch manufacturing record: not possible to check as no batch number is available. Conclusion of root cause analysis: according to the sample received the root cause has been determined to be a wrong handling from the operator as the suture has been damaged by the user. Final conclusion: according to the open sample received, the complaint is considered not confirmed as the defect was caused by a wrong handling from the user, not following the instructions for use of the product. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle and the thread detached during ligation. Additional information has been requested